Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with helix retracted and clean. Visual and x-ray examinations found the inner coil inside the connector region was overtorqued consistent with procedural damage. X-ray examination of the helix found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was isolated to the overtorqued of the inner coil.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, a pre-use check revealed that the right ventricular (rv) lead helix failed to extend. This lead was not used, and the physician completed the procedure using another rv lead. There were no patient consequences noted.